Event description:
During an in clinic follow up, the device was found in back up mode. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.